Manufacturer narrative:
The investigation of hemolysis, positioning issues, and high purge pressure has been completed. The impella device was not returned for evaluation. The cause of the hemolysis issue was most likely biomaterial, based on data log review. The cause of the high purge pressure issue was most likely biomaterial, based on data log review. The cause of the positioning issue was not determined since product was not returned and sufficient clinical information was not provided. Thrombus: the failure mode of thrombus has been added as an investigated failure mode, as the case information suggests that the device may have interacted with biomaterial. As the necessary information was not provided, the root cause of the thrombus was not determined.

Event description:
The user facility reported a patient on impella 5.5 support had labs that were hemolyzed. The patient had an increase in lactate dehydronase levels and evidence of hemolysis with tea colored urine and elevation in creatinine levels. Performance level was initially at p6 and was reduced to p4 when hemolysis was suspected. Bedside echocardiogram was performed demonstrating adequate position of the impella. Repeat bedside transthoracic echocardiogram performed six hours later re-demonstrated adequate position of the impella in the left ventricle (lv). This was pulled back approximately 1.5 centimeters for a depth of 4.0 centimeters from the aortic valve to the mid portion of the lv inlet. Appearance of urine improved. Additionally, the impella had high purge pressure and purge system blocked alarms that were resolved with the changing of the purge cassette. There were also false "impella in aorta" alarms. Lv position signal was disabled manually. It was further reported that the impella 5.5 was removed for hemolysis and concern for clot at the outlet/motor housing unit. The patient survived the procedure.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle: ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis.¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ impella 5.5 with smartassist: section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. The pump was not returned for investigation. Optical signal issue: several impella position alarms were noted during the case, with a verified good pump position. The data logs show several motor current spikes during the reported false position alarms, and it was seen that the doctor disabled the placement signal monitoring alarm. The cause of the optical signal issue was most likely biomaterial interaction which cause the false position I aorta alarm. Thrombus can be observed in the body or on the pump upon explant. When making a determination as to the cause of the thrombus, the following clinical information must be considered: patient's medical history, including any previous thrombotic events or conditions. Description of the location and characteristics of the thrombus (e.g., size, shape, consistency). Relevant laboratory test results, such as coagulation profiles and platelet counts. Imaging studies, including ultrasound, CT scans, or angiography, to assess the extent and location of the thrombus. Any underlying medical conditions or risk factors that may contribute to thrombus formation (e.g., atrial fibrillation, hypercoagulable states). Medications or treatments that the patient was receiving at the time of thrombus formation. Surgical or procedural details if applicable (e.g, cardiac catheterization). Any symptoms or clinical manifestations associated with the thrombus (e.g., pain, swelling, ischemic events). Presence of any other indwelling cannulae, lines, or devices such as ECMO, dialysis catheters, swan gantz catheters, central lines, etc. Response to any previous anticoagulation or thrombolytic therapies, if applicable. With a returned impella, the device could be inspected for any burrs or rough edges that may promote thrombus growth. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. H6: added optical signal issue "2917" as part of a retrospective review of optical signal issues in accordance with FDA recommendation. The results of the optical signal investigation added to h6.

Event description:
The complainant reported that the device exhibited optical sensor issues.